Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient presented with altered mental status on (B)(6) 2023. Computed tomography (CT) on (B)(6) 2023, demonstrated hemorrhagic stroke with bleeding located at right occipital lobe. Anticoagulation was held starting on (B)(6) 2023, no other intervention. Coumadin was restarted (B)(6) 2023. CT was performed again (B)(6) 2023 and bleeding had resolved with improved mental status. The patient was transferred to zale inpatient rehab on (B)(6) 2023. The patient was rehabbing well post left ventricular assist device (lvad) implant and post-stroke. Clinicians planned to continuing monitor outpatient.